Event description:
After removing an atw steerable guidewire from its protective hoop, the tip was found "damaged". The wire was not used and no pt injury occurred.

Manufacturer narrative:
Analysis of the returned product confirmed bends and kinks on the wire; additionally, the coil was found stretched. This damage was not included in the original report. As received, the specimen does not present any indication of mfg defect or anomaly. The specimen, with the exception of the bend/kink damage and the stretched coil damage and concurrent misalignment, is visually and dimensionally correct. As described in the IFU, "to prevent damage to the distal tip of the guidewire and to prevent the guidewire from springing onto a non-sterile field, carefully remove the guidewire from the dispensing tube. Use the dispenser window to advance the guidewire distal tip, such that the guidewire can be removed by grasping the coated shaft." Testing has demonstrated that failure to comply with the procedure as described within the IFU increases the risk of damage to the flexible distal tip region of the device, similar to that presented by the returned specimen. The damage to the wire shaft is not noted in the complaint documentation, preventing confirmation of the timing for this damage. A review of the device history records (DHR) indicates this packaging lot was final inspection tested and deemed acceptable. The complaint of damage to the distal tip region is confirmed; the timing of the damage to the wire shaft cannot be confirmed. Pending receipt of further info or clarification, procedural or handling factors contributed to the event as reported. These observations and suppositions are based on the evidence presented by the sample article and the supporting documentation. Pending receipt of add'l info, assignment of root cause for this complaint remains speculative.